Manufacturer narrative:
It was reported the device was discarded, however the customer provided a video, therefore the investigation is still pending.

Event description:
The event involved a spinning spiros closed male luer, purple cap that the customer reported an incident of chemotherapy spillage during a bolus dose of fluorouracil. The 20 ml syringe with a spinning spiros cap was attached to the patient¿s line and pushed through. It was reported that some of the drug made it into the line and approximately 2 ml leaked from where the spinning spiros cap and the syringe are connected. The leak was noticed straight away, the syringe was disconnected, and a new one was requested per the doctor¿s instruction. The nurse was wearing full personal protective equipment (ppe). There was chemotherapy spillage and chemotherapy exposure to the patient but there was no patient harm.

Manufacturer narrative:
H10: no product samples were returned for investigation, however, a video was returned showing a ch2000s-pc spinning spiros connected to a 20ml luer lock syringe. The video shows the spin feature spinning freely. Only a purple cap covers the male luer end of the ch2000s-pc spinning spiros so the ch2000s-pc spinning spiros poppet is in the unactived position. As the plunger of the syringe is being depressed leakage is confirmed at the luer connection between the female luer of the ch2000s-pc spinning spiros and the male luer of the 20ml luer lock syringe. This type of leakage is typical of an insecure luer to luer connection. Though the probable cause of the reported leakage is an insecure luer to luer connection during use, without the return of the affected sample and mating device a comprehensive evaluation cannot be accomplished. The device history review (DHR) for lot number 4117905 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.